Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During inserting the impella cp, the patient experienced a product damage issue. The md tried to advance the pump but due to anatomy it wasn't possible and the catheter shaft was damaged. There were no patient consequence and device was replaced.

Manufacturer narrative:
B5: added the clinical review and related device information. H6: updated codes based on the results of the investigation. Omitted b17 and added b01. Omitted c20, added c070601 and c19. Added g04023. H10: added related device report number. H11: updated based on the results of the investigation after the device was returned. Note: this information was previously reported in follow up #1, the investigation summary remains unchanged. The coding was updated based on the devices return. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Product damage (catheter- twist, bent, kinked): the root cause of the catheter kink was patient condition related owing to vessel anatomy based on provided clinical details. Failure to advance: the root cause of the failure to advance the pump was patient condition related due to vessel anatomy based on provided clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old male patient for the indication of protected percutaneous coronary intervention. The patient's clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage a. During insertion, the introducer sheath incurred a kink related to patient-specific vascular anatomy, including vessel tortuosity. Serial pre-dilation was performed prior to device advancement. The physician attempted to advance the impella cp device through the sheath and was able to successfully advance the pigtail and inlet cage past the kinked segment; however, the mid-catheter shaft and motor housing were unable to pass through the kink. Multiple attempts were made to facilitate advancement, including use of a buddy wire and a boston scientific platinum plus wire, but these attempts were unsuccessful. The device was removed, and an alternative sheath was utilized; however, advancement of the impella cp device remained unsuccessful despite these interventions. Following removal of the device, visual damage to the catheter shaft was identified, requiring use of a second impella cp device. The reported failure to advance and associated catheter damage are consistent with procedural challenges related to vessel tortuosity and anatomical resistance encountered during large-bore device delivery. This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella introducer.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. E1. Added/updated zip code extension was omitted information during initial.

Manufacturer narrative:
Updated information: d4 serial number and UDI updated d9 device return date added. Device evaluation is ongoing.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Product damage (catheter- twist, bent, kinked): the root cause of the catheter kink was patient condition related owing to vessel anatomy based on provided clinical details. Failure to advance: the root cause of the failure to advance the pump was patient condition related due to vessel anatomy based on provided clinical details. Device history lot ==> device lot: 1964756 device history batch ==> subcomponent lot: n/a device history review ==> pump (B)(4) passed all post-sterile inspection checks.